Event description:
The customer reported the au680 clinical chemistry analyzer generated fifteen (15) erroneous low patient results between 20september2022 and 21september2022 and quality control (qc) results for sodium (na) and chloride (cl). There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer verbally provided one (1) patient result example. This event will address erroneous result generated for (B)(6) 2022.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the au680 clinical chemistry analyzer. The fse inspected teh instrument and observed that the mixer motor was not rotating. The fse replaced the mixer motor to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided beckman coulter internal identifier is (B)(4). For erroneous results generated on event date (B)(6) 2022 refer to beckman coulter internal identifier (B)(4).